Event description:
It was reported that post implant of the leads, the patient developed ventricular tachycardia (vt) and ventricular fibrillation (vf). It was further reported the arrhythmia may be related to lead integrity problems&#55297;nd possible broken&#55308;eads. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress and the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.